Manufacturer narrative:
Concomitant product(s): product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 3093-28, lot# v452164, implanted: (B)(6) 2010, : product type: lead. Product ID: 3889-28, lot# v668700, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported he had bladder issues and bladder/low back pain in 2010. He was in constant pain, which pre-existed the implant but got more severe after. Additional information from the consumer reported that she did not know what led to the bladder issue that she had. Nothing seemed to make the pain worse; it was the same all the time no matter what she did. To resolve the bladder issue and pain sensation, the device was reprogrammed multiple times. The first device was also replaced with a new one. There was no further information provided. If additional information is received, a follow up report will be sent.